Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the grip spring of the left master tool manipulator (mtml) broke and fell out of grip assembly. The mtml grip assembly was repaired by the site's biomedical engineer with the assistance of an isi technical support engineer and the procedure was continued. Later in the procedure, the grip assembly again came apart and the surgeon decided to convert to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
Results & conclusions - per the customer reported complaint, the investigation conducted by the field svc engineer confirmed that the grip assembly of the left mater tool manipulator (mtml) was broken. The master tool manipulator refers to the master manipulators at the surgeon's console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The sys was repaired by replacing the affected mtml. The (mtml) was returned to isi for eval and engineering observed that the grip springs had fallen out of the grip assembly. As of 2008, there have been no reported recurrences of the issue at this hosp.